Event description:
Since having the essure implanted in (B)(6) 2016, I have experienced headaches, fatigue, frequent periods (average every 20 days) and heavy periods with clotting, joint pain in hips and knees, stomach cramping and more than normal hair loss.